Event description:
A male pt contacted lifecor customer support to report that his battery charger was displaying a flashing red light on the battery with a line through it, as well as the green "charged" light. Pt stated that this occurred with either battery pack placed in the battery charger. Support requested a download and download revealed no obvious faults. Pt stated that he spilled a glass of water yesterday and some of it may have gotten inside the battery charger. Support will replace the battery charger and both battery packs.

Manufacturer narrative:
Device MFR dates: battery charger -01/2003. Battery pack-10/2007. Battery pack-10/2007. Device eval summary: device evaluations of battery charger, both battery packs have been completed. The reported problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Both battery packs passed all functional tests. No adverse event resulted from the damaged charger. The pt received replacement battery packs and charger.